Manufacturer narrative:
An investigation was launched into this event by the manufacturer (oo). Upon investigation, no abnormalities were detected with the opsinsight analysis, acetabular guide and femoral guide. Reviewing the relevant ops sections, it was observed that the work instructions were accurately followed throughout segmentation, landmarking, implant positioning and guide design steps. There were no issues with the ops plan provided to the surgeon for this patient. The occurrence of this event has been deemed unrelated to the use of ops technology. No further actions are necessary and there is no evidence to suggest that this issue is systematic. This issue will continue to be monitored for recurrence. No corrective or preventative action is determined to be necessary at this time. Based on the above, the root cause of this event remains undetermined and ops now considers this case closed. Should any further information be made available in the future which allows ops to determine the root cause of this event, this case may be re-opened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Right side revision hip surgery due to anterior dislocation. Stem, head and liner explanted. Cup and bone screws remain in-situ.

Manufacturer narrative:
Investigation in-progress as of 02-may-23.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Gre_hr_74503 revision due to dislocation.